Event description:
The customer reported a defective cuff where the cuff presented a hernia. The info provided suggest that extubation and reintubation of a replacement tube was performed. The reporter noted no additional injury to the pt. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.